Event description:
Same journal article as 2134265-2013-0744, 2134265-2013-07033, 2134265-2013-07047, 2134265-2013-07048. It was reported via a journal article a death occurred. During follow up on a two-center retrospective study of 154 consecutive patients with treatment of 157 bifurcation lesions who received either a non-bsc everolimus-eluting stent or a promus element everolimus-eluting stent or a non-bsc zotaolimus-eluting stent implant between october 2006 and october 2011, six deaths, eight myocardial infarctions, twelve target vessel revascularizations and ten target lesion revascularizations occurred in the everolimus-eluting (ees) group. Two of the deaths were attributed to sudden cardiac causes. However it is unknown which of the ees stents were involved in these adverse events.

Manufacturer narrative:
Citation: ferrarello, santo. Et al. (2013). The role of everolimus-eluting and resolute zotarolimus-eluting stents in the treatment of coronary bifurcations. The journal of invasive cardiology. Vol 25, no.9, september 2013. Device evaluated by MFR: the device was not received for analysis; therefore no physical or visual analysis of the product could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).